Event description:
A customer reported an incident involving a patient who received 5 fluorouracil with a baxter folfusor. A flow difficulty (fast flow) was observed after the patient was connected to the device. The duration of the infusion was 48 hours in total instead of the expected 7-day infuison duration. It is unknown if there was patient injury or medical intervention to prevent serious injury associated with this incident. Additional information was requested by not provided by the reporting facility.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 10 2007. A sample evaluation was not conducted as the device involved in this incident was discarded by the reporting facility. A companion sample was requested but was not provided. Should a companion sample be returned, the evaluation results will be provided in a follow up report. A batch review has been conducted on lot number 06d062 which revealed that the lot passed all release criteria. Additional information was requested from the reporting facility, but was not provided. Should additional information be provided, a follow up report will be submitted. The manufacturing facility has been made aware of this incident through our complaint management tracking system. The manufacturing facility will continue to monitor similar reports for possible trends.